Manufacturer narrative:
This is a follow up report to complaint 863413, which was reported under MFR# 8010762-2023-00365, which is a duplicate entry to complaint (B)(4) , reported under MFR# 8010762-2023-00273 on 2023-06-12.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france. It was reported that the rotaflow displayed the error message ¿head error¿. No further information has been provided. No harm to any person has been reported.